Event description:
Terumo medical corp is selling sampling site couplers as part of their terufusion blood component transfusion sets/miscellaneous supplies. Upon receipt and review of this item rptr found that the wrapper for each individual coupler stated "not for use with blood or blood products for transfusion." Rptr concerned because this supply is being marketed for use with blood and blood products for transfusion.